Event description:
It was reported by the clinician, that while hanging bolus fluids in the IV tubing on a pump, the tubing "broke-in-half". It was further confirmed during follow up, that there was no patient harm or impact as a result of this event. Although requested, patient demographics were not provided.

Manufacturer narrative:
Additional information provided: b.3 & b.5 & d.11. Correction; h.6. (Patient code). The customer's report that the tubing separated was confirmed. The set samples were visually inspected for kinks, holes/tears in the tubing or damages to the components visual inspection of the set noted separation at the engagement between the primary set's upper fitment and silicone segment components. Fluid was observed throughout the set. The primary set's expected retainer ring was not present on the engagement of the silicone segment to the upper fitment component. No other issue was observed. Examination under magnification of the separated silicone segment end observed evidence of a retainer ring indentation which does not look to be misaligned along the tubing, indicating that it had been properly assembled onto the set. Dimensional analysis of the upper fitment measured to be within specification(s). The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics were not provided.

Event description:
It was reported that while hanging fluids tubing broke in half. The nurse reported that while hanging bolus fluids in IV tubing in the room on a pump, the tubing broke in half.